Event description:
The customer contact reported the pump did not alarm when an occlusion was present. The pump was delivering piperacillin tazobactam at a rate of approximately 70ml/hr. The pump was in use for 30 minutes when it was noted the pump did not alarm for an unspecified occlusion. Subsequently the tubing set leaked at the filter. The tubing set was replaced and therapy was resumed. There were no reported adverse patient effects. No medical intervention were required. Though requested, no additional information was provided.